Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. On (B)(6) 2017: during follow-up, the customer stated their bg levels were back to target range. The customer declined a follow-up call and stated that they would be fine to get started back on the replacement pump.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced elevated blood glucose (bg) levels up to 296mg/dl and small trace amounts of ketones. A manual injection was administered to address the bg level. The customer contacted their healthcare provider (hcp) and their hcp informed the customer to monitor their ketones. The customer¿s ketone levels normalized. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer never changed their supplies to try and resolve the occlusion alarms, and would administer manual injections to deliver the rest of the bolus. The customer would then continue using the pump for basal delivery. The customer reported that the occlusion alarms would continue during basal delivery. The customer reverted back to manual injections for diabetes management.